Event description:
It was reported that the insulin gauge displayed an amount different from what was expected. There was no adverse impact to the customer¿s blood glucose level as values remained within normal range. The customer experienced an issue with the mobile app's fill estimate and a gap between the cartridge and insulin level. Technical support assisted the customer with filling the tubing to remove air, advised on proper filling techniques, and a cartridge alarm occurred during the process, leading to a pump replacement arrangement.